Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported that during a scheduled follow-up performed on (B)(6) 2012, the device could not be interrogated; in addition, no magnet response was observed. It was reported also that the pt underwent reanimation during intervention on (B)(6) 2011 (defibrillation unk). The device was been tested after and did not show any anomaly. The last follow-up took place on (B)(6) 2011 without any problem. In the period between last follow-up in (B)(6) 2012, no medical intervention was performed. The device was replaced and returned for analysis.